Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that ar-13995n multifire scorpion needle tip broke, after multiple passes through tough, delaminated tissue. Additional information 08/13/2021: on (B)(6) 2021, it was reported by a sales representative via sems that ar-13995n multifire scorpion needle tip broke, after multiple passes through tough, delaminated tissue. All fragments were removed from the patient. This was discovered during use in a rotator cuff repair on (B)(6) 2021.